Manufacturer narrative:
A ge service representative did not perform an onsite investigation. Per the case record, the boards and connectors were reseated by the customer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.